Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample was returned in connection with this complaint. The sample consisted of a caresite valve without packaging. The returned sample was visually inspected and functionally tested for leakage. The returned sample was observed to have a crack on the male end of the valve. The sample failed the leakage test per internal specifications. B. Braun medical has initiated a corrective action/preventative action to address the issue with the caresite luer access device which provides for root cause investigation and corrective action for " caresite leakage " issue. We will maintain this report for further references and continue to monitor other reports for similar occurrences.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, during use the caresite leaked blood. No injury reported.